Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine change out, insulation breaches were noted in two places. The lead was capped and replaced.